Manufacturer narrative:
H6: health effect - clinical code : as per the information provided by complainant, for brown-tinged fluid that was odorous, the imdrf clinical signs e1727 (wound odor) is not available for selection. Hence, e1727 has been mentioned in h11 for malodor of the wound. Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092 & manufacturing site: 9618003.

Event description:
The end user reported redness and itching that had started in (B)(6) 2024. There was also weeping with brown-tinged fluid that was odorous. The area was in mirror image to the tape collar. The product was in use for five days. The end user reported that approximately two weeks before this, his infusion medication for cancer had been changed, but he did not recall the name. He also mentioned that he had started taking a biologic drug, tucatinib 300 mg daily. The rash had started after that, and it was thought to be fungal infection. He was prescribed nystatin anti-fungal powder which helped with the weeping and the itching, but the rash did not completely resolve. He stated that he was then prescribed fluconazole 150 mg oral tablet, which he took approximately ten days ago. The rash greatly improved at that time but had not completely resolved. He was then thinking it was a product sensitivity and wanted to try an alternative product. It was further reported that there was no prior known sensitivity to this product and the official diagnosis the end user reported was fungal infection. He mentioned that he would send a photo but at that time, no photo had been received.